Event description:
The customer was contacted and she stated that she didn't know if she was using the auto mode feature.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 467 mg/dl. No symptoms or treatments were mentioned. Troubleshooting for the high blood glucose was declined. The insulin pump was not returned for analysis.